Manufacturer narrative:
On 03-aug-2020, after secondary review of the report, it was discovered that the manufacturing record evaluation (mre) was reported in error. Correction: since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast implant with an unknown mentor saline breast implant experienced postoperative right-sided implant deflation. The patient noticed a gradual loss in volume, and deflation was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.